Event description:
Same case as MFR's #: 600089-2005-00682. During a drug eluting stenting treatment procedure, an acute thrombosis occurred in 2005 the pt presented to the cath lab. The lesions being treated was in the left anterior descending artery (lad) and 1st diagonal. The physician successfully deployed a taxus express2 -3.50 x 32 mm drug eluting stent in the lad and a taxus express2 -2.50 x 12 mm drug eluting stent in the 1st diagonal. In addition, a vision stent was deployed in an unk vessel. Later that day the pt was brought back to the cath lab and was determined to have an acute thrombosis. The treatment is unk, however, the pt is in good condition. No further treatments were needed. Pt status is reported as "satisfactory/good".